Manufacturer narrative:
The device was manufactured january 9, 2018 - january 12, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device was filled with 3900 mg fluorouracil hs diluted in 115ml of 0.9% sodium chloride. The device was connected to the patient four days prior to the event. After 48 hours of infusion, it was noted ¿only approximately 20% infused¿. The device stayed connected for another 48 hours, after which time the pump was disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.